Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and replaced the carbon bridge to resolve the issue. The fse verified instrument operation.

Event description:
The customer obtained false low and/or false high na (sodium) results for twelve (12) patients, involving the unicel dxc 600 pro synchron system. The customer repeated the samples on the same dxc and obtained sodium results considered correct. The false high and/or low sodium results were not reported outside the laboratory, therefore, there was no effect to patient treatment in connection to event. Quality control was within laboratory established ranges on the day of the event.